Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of prolapse is listed in the xience sierra everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional xience sierra device is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6) it was reported that on (B)(6) 2020, the patient presented with a recent non-st elevated myocardial infarction (nstemi), elevated troponin, and a percutaneous coronary intervention was performed. Pre-dilatation was performed on the mid left anterior descending (lad) coronary artery lesion and a 2.75x33mm xience sierra stent (1550275-33, 0011041) was implanted. An edge dissection was observed, treated with a 3.0x33mm xience sierra stent (1550300-33, 0021841). Post-dilatation was performed on the 3.0x33mm xience sierra stent when a plaque shift with 100% occlusion occurred in the proximal diagonal coronary artery. Additional angioplasty was performed as treatment. Reportedly, there was no device malfunction and the event resolved. Post-procedure results were acceptable, 0% residual diameter stenosis and timi flow iii. No additional information was provided regarding this issue.